Event description:
I have been suffering from significant pain, muscle spasms, numbness, chronic fatigue, significant weight gain, drastic food allergies accompanied by eczema. I have suffered from depression and anxiety as a result of these symptoms and their limiting affect on my daily life. All daily life activities are significantly impacted and I frequently have to walk with a cane due to pain and muscle spasms. Monthly menstrual cramps are also debilitating. (B)(4).